Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report air bubbles noted in the left atrium during the procedure. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation (mr) with grade 4+. The steerable guide catheter was advanced to the left atrium without issue and when the clip delivery system (cds) was advanced to the mitral valve, air bubbles were noted in the left atrium. The sgc and cds were flushed, aspirated and all valves were cleared. There were no issues noted with the devices. The patient heart rate and blood pressure became lower which required medication and was resolved. Ventilation settings were adjusted, and drips were lowered. The air bubble resolved on its own and the patient became stable and the procedure continued without issue. One clip was implanted, reducing mr to 1+. The physician indicated that the devices did not contribute to the air embolism, there were no issues with the devices used in the procedure. It was unknown what could have caused the air bubbles. The patient remained stable and was discharged the next day. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism cannot be determined. The reported hypotension and bradycardia however, appear to be related to the air embolism. The reported patient effects of arrhythmias (bradycardia), hypotension and emboli (air) are listed in the mitraclip ntr/xtr system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.